Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the light emitting diode (led) of the air module flashed and an alarm occurred. Per the customer, they found out that the led of module flashed as red, yellow and green during bypass. An audible alarm was sounded at random times and air bubble detector (abd) icon was a red "x". They disconnected the module from the base to stop audible alarms but the audible alarms could not be stopped. They turned the audio volume to "low" and continued the case. Even if they disconnect the cable of abd sensor, this complaint was not cleared. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Per the subsidiary service engineer, he confirmed that an audible alarm was stopped and abd icon had a "?" After the case was completed. He disconnected the abd sensor from the base and recreated the perfusion screen so that it doesn't use the abd of this complaint. The subsidiary service engineer confirmed that the module was broken.